Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6). The fse replaced the fiber optic module to correct the issue. The fse then completed pm service which included replacement of the 9v alarm board battery, as scheduled pursuant to the one year pm interval and the scroll compressor and filters at 5000 hr pm interval. The fse then performed a complete pm with full calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer, and cleared for clinical service.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the fiber optic test during diagnostic testing. It was also reported that there were no signal, nor waveforms, and the test would not start. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the fiber optic test during diagnostic testing. It was also reported that there were no signal nor waveforms, and the test would not start. There was no patient involvement, and no adverse event reported.